Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during routine follow-up this cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture (loc) via the right atrial (ra) lead. Impedance and sensing values were within normal limits. The physician elected to reprogram the device to vddr mode. No adverse patient effects were reported. This system remains in service.